Event description:
It was reported that a user of the ilet bionic pancreas experienced multiple low glucose events after initially announcing a larger-than-usual meal and subsequently encountering hyperglycemia attributed to a bent infusion set cannula; after replacing the infusion set, the user experienced hypoglycemia with a blood glucose level of 64 mg/dl while the system was still in a learning period. Symptoms included low blood glucose. Outcomes included user self-treatment with oral glucose. Investigation included review of available reports and user feedback. Investigation of this case revealed a bent cannula associated with the preceding hyperglycemia and an unclear cause for the subsequent hypoglycemia. It was concluded that the hypoglycemia had an undetermined cause, and troubleshooting and education were completed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.